Manufacturer narrative:
No device returning due to hospital policies. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a male patient who had an initial right shoulder implanted, date unknown, underwent a revision procedure following a dislocation and was revised to a 42+4 , constrained liner and hat. The patient was last known to be in stable condition following the event. The devices will not be returned due to hospital policy.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the shoulder dislocation revision cannot be conclusively determined; however, it is most likely due to the patient related conditions.